Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g4, g6, h2, and h6. Corrected data: d1 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147836 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 195-160 / lot 147836 and device part number 195-430h / lot 141882a. The lot met the required release specifications. The current overall incident rate for false negative results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.002%. Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a potential false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2021. Confirmation testing was not performed. Customer reported doubt of results. No additional patient information, including treatment and outcome, was provided.